Event description:
A zoll distributor returned battery pack sn: (B)(4) indicating the battery had a performance issue.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn: (B)(4) has been completed. The reported problem (performance issue) was confirmed. As received, the battery pack was unable to power a monitor. The cause for the failure was isolated to a discharged battery tri-cell. The root cause for the discharged cell could not be positively identified. No adverse event resulted from the defective battery pack.